Event description:
It was reported that the ilet displayed a persistent notifications screen with a ¿dosing stopped¿ alert while the user attempted to connect a dexcom g7, and the device¿s touchscreen was cracked and became nonresponsive, preventing normal operation and requiring shutdown through the mobile app and reconnection steps. Interruption of insulin dosing due to the alert state and inability to interact with the device via the touchscreen occurred. No symptoms reported. Outcomes included user reliance on the mobile app for device control, data sync to the app, and continued continuous glucose monitor (cgm) use through the dexcom application. Investigation included remote troubleshooting and guidance to forget and re-pair bluetooth, restart the ilet through the app, and initiate cgm setup steps. Investigation of this case revealed that the device touchscreen was physically damaged and nonfunctional, which impeded clearing notifications and local device control. It was concluded that physical damage to the touchscreen led to loss of device usability at the handset, contributing to dosing stoppage notifications and necessitating replacement and standard restart and return processes.